Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced feeling nauseous, had a stomachache and was sweating. No specific cgm and blood glucose readings were reported from the event, but the patient would have experienced a hypoglycemic event. The patient self-treated with a baqsimi nasal spray, oral glucose, and a soda. At the time of the report the patient was ¿not so good¿, but no further treatment was reported to be needed, and the patient did not visit the hospital. Therefore, it was understood the patient was stable at the time of the report. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).